Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on an unknown date with unknown product. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2004 due to an unknown reason. The modular head and acetabular cup were removed and replaced with a biomet head and competitor cup. Patient's legal counsel reported patient underwent a further revision procedure on (B)(6) 2004 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient's legal counsel reports patient allegations of pain, lack of mobility and elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05726 / 05727).